Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that on (B)(6) 2015 the patient's entire infusion system was removed due to an infection. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the pump got infected. The patient had issues immediately after implant. He complained about a week after, and the doctor was going to fix the catheter. The patient's temperature was taken and found to be 103. They realized the patient had an infection, so he was in the hospital for 5 days and the implant was removed. The patient had a wound vac, which created a large wound and left a large scar in his stomach. He had therapy for at least 6 weeks. No further complications were reported. The patient was receiving morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.